Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller said they think the device was removed because the patient needed a MRI. Caller said the 1st device didn't help the patient's symptoms and they thought it was a faulty machine or something so they put a 2nd device in. Caller said they don't remember the details.  Recommended caller follow up w/ hcp to confirm. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.